Manufacturer narrative:
B3 - date of event: date of event was approximated to (B)(6) 2024 as the exact event date was not reported.

Event description:
It was reported that balloon ruptured. A 2.0mm x 80mm x 150cm coyote balloon catheter was advanced for dilation. During inflation, the balloon ruptured before reaching the rated pressure. No patient complications were reported.